Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported a burnt electronic odor and the system displayed a precharge voltage error. This error will cause the system to lockup, shut down, or not to boot. There is no report of a pt injury or death associated with this event.